Event description:
Staff using vander-lift ii to transfer resident from wheelchair to bed. Once in the air, one of the four straps holding the sling moved toward the center bar causing the left leg strap to drop down and rolling the resident out on the sling onto the floor. Specifically, the lift sling bars are not made to prevent this issue from occurring. The right shoulder strap slipped from the hook and slid to the center. This caused the left leg strap -hooked to the other end of the bar- to drop and thus, thrust the resident forward and left out of the sling onto the floor. The way the bar is made facilitates this issue. The hook is not deep enough and it is made with a slight angle instead of a reverse or ninety degree angle. The strap then is more free to move out of the hook and slide to the center of the bar, tipping the sling to the left -straps crossed under the resident's legs and hooked to opposite side-.